Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check could not be performed with tandem technical support as the user changed all the supplies. Reportedly, the user switches between apidra or novolog insulin with the pump. There was no reported impact to the user's blood glucose level.